Event description:
The customer initially called to report that the insulin pump was submerged in water. The customer then stated that he was hospitalized four times in the past seven months for high blood glucose levels. No blood glucose levels were reported for the hospitalizations. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.